Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that when the cassette was removed and replaced on a smiths medical cadd-legacy 1, 6500 infusion pump, the "no disposable, clamp tubing" alarm did not occur. No adverse patient effects were reported.